Event description:
(B)(6) (main cohort). It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject received loading doses of 325 mg aspirin and 300 mg clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No new conduction disturbance was noted post bav. A 23 mm lotus edge valve (lot#24763266) was inserted, however could not be deployed. The 23 mm lotus edge valve (lot#24763266) was successfully retrieved and replaced with a 25 mm lotus edge valve (lot# 24657856). Successful repositioning of the 25 mm lotus edge valve (lot# 24657856) involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of index procedure, post transcatheter aortic valve replacement (tavr), the subject developed lbbb. The event was diagnosed during electrophysiology study. No action was taken to treat the event. At the time of reporting, the event was considered not recovered/not resolved.